Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The concomitant device(s) is unknown at this time. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell on (B)(6) 2017 due to an unrelated subdural hematoma. The physician did not believe the fall was related to the ipg. The patient and company representative were unable to communicate with the ipg following the surgery that occurred to address the hematoma. Multiple troubleshooting steps were attempted to no avail. Surgical intervention will be undertaken to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg.